Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. No intervention was performed. Further information was requested however was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were performed however, nsrvo episodes were storing. The nurse stated that programming changes will be performed at the next in clinic visit.